Event description:
It was reported that the system 9800 had an intermittent problem with the fluoro function. Not every attempt would succeed with complete exposure. There was no adverse patient involvement reported. No further patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that the interconnect cable was defective and was replaced and the mating connector also required repair. The system was tested and found to be working as intended and placed back into service.